Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had an extensive post operation course since the last pump exchange. The patient had a history of gi bleeding and readmitted for suspected thrombus due to high power. The patient was given medication for worsening symptoms and a device exchange was considered. However, the patient coded and was intubated and ultimately expired due to potential sepsis. Support was withdrawn.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.